Event description:
Pt was sitting up in a cardiac chair with wrist and chest restraints in place. The catheter was discovered on the floor at the pt's feet, missing the balloon tip. It is believed the pt pulled on the catheter with his toes which caused the catheter to stretch and break. The tip was removed from the pt's bladder by cystology on 4/26/94.